Manufacturer narrative:
Continued e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Event description:
Healthcare professional later reported capsular contracture baker grade iii and malposition. The device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported capsular contracture baker grade iii and malposition. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as unidentified (tear) opening. Capsular contracture: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.